Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the as returned implant identified, fractured collar, dried blood and bone residue around the external and internal threads due to usage. Functional testing and dimensional analysis could not be performed since the implant was fractured. The reported device had been placed on tooth # 19 for approximately 12 years. X-ray or picture images were not provided. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported fractured implant and bone loss. The product was returned. The reported fracture was confirmed upon visual evaluation. However, bone loss could not be verified as x-ray or pictorial evidence was not provided. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI. G4: date received by manufacturer. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date. H6: evaluation codes.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient ID not provided/unknown. Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the implant fractured at the hex. Bone loss was also noted. The implant was removed and the site was grafted. Tooth location 19.